Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured december 19, 2022 - december 21, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deflate/administer during the time it was connected overnight. The device started flowing and spilled out after it was detached. The device was filled with desferrioxamine (dbl) 1000mg in water for injection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.